Manufacturer narrative:
Corrected data: it was reported that the customer's blood glucose was approximately 400 mg/dl. Customer reverted to using manual injections for insulin therapy on the reported event date.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly and pump shutdown. Tandem technical support (cts) reviewed the pump history and found that the battery appeared to be functioning properly. Reportedly, customer was to fully charge battery and confirm function. Upon follow up, customer declined cts's offer to troubleshoot.